Event description:
It was reported that during a laparoscopic cholecysectomy procedure, the jaws could not be opened all the way when the device was used for the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Were the jaws of the device on tissue? ---no. How was the device removed from tissue? Was there any tissue damage? ---no. If so explain how the damaged tissue was repaired? At what firing did this occur? ---the information was not provided from the hospital. Was there any torquing or twisting when firing the device? ---no. Were there any unusual noises heard? ---no. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and three clips with gap was fed. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reach as to what may have caused the incidents reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.